Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually conforming. Penetration testing was then performed per facility procedure and was also found to be conforming. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue for the provided lot number. A dull blade, as described in the complaint, cannot be determined from this evaluation. All visual and functional tests performed during the evaluation were conforming. (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This was the first of six reports from this facility. (B)(4).

Event description:
A customer reported that a knife was dull during surgery. The procedure was completed by replacing the knife with a new one. There was no harm to the patient. Additional information has been requested.